Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (esssure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included hematuria (hematuria) on (B)(6) 2018, stress (chronic stress reaction) on (B)(6) 2013, uterine bleeding (abnormal uterine bleeding.), heavy periods (heavy periods), frequency urinary (leaking urine), headache (headaches), hemorrhoids (hemorrhoids,), migraine (migraines), hypothyroidism (hypothyroidism.), cesarean delivery, without mention of indication (cesarean delivery), gynaecological chlamydia infection (chlamydia), yeast infection (yeast infection), tubal ligation (tubal ligation), nabothian cyst (nabothian cysts,), adenomyosis (superficial adenomyosis), peritubal adhesions (peritubal cysts) and vaginal bleeding (vaginal bleeding). Previously administered products included for an unreported indication: ibuprofen, provera, levothyroxine and imitrex. Family history included breast cancer (breast cancer). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal laparoscopic hysterectomy,bilateral salpingectomy tvt.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy added: essure insertion date as per case is (B)(6) 2011, whereas date in mr is (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received: reporter added, medical history added, historical drug added, event pelvic pain added and made medically significant and intervention required due to surgery. Reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (esssure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 07-jul-2020: pif received. Case becomes an incident. Previously added event injury replaced to medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.